Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings that were associated with acute symptoms, which he described as making him feel as though he was close to having a ¿stroke.¿ the patient reported symptoms including dizziness, difficulty thinking clearly, and an inability to speak. No treatment was administered at home. Due to the severity of symptoms, the patient¿s spouse transported him to the hospital for evaluation. Upon arrival, a bg meter reading showed a glucose value of 60 mg/dl, while the cgm displayed a value of 100 mg/dl. In the emergency department, the patient was treated with apple juice, after which his blood glucose increased to within normal range. An electrocardiogram (EKG) was performed as part of the evaluation due to concern for a cardiac event. The patient received intravenous glucose, ativan, and oxycodone 10 mg for back pain. After approximately 3-4 hours of observation and treatment, the patient reported symptomatic improvement and was discharged from the hospital. At the time of the report, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0122 movement disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.